Event description:
As reported to customer relations via cri observation study complaint form: biliary stent placed in (B)(6) 2021 to treat benign biliary stricture due to liver transplantation. At 49 days post-procedure, the study stent was noted to have migrated distally at least 4cm. There were no adverse medical problems as a result. The stent was removed, and no additional stenting or endoscopic therapy was necessary because the stricture was resolved. Additional procedures performed at same time as study stent placement: pancreatic stent placed for pancreatitis prophylaxis sphincterotomy. Location: common bile duct - transpapillary. This event is noted as resolved without sequelae. Data collection includes 3 months post-procedure. This is the only ae reported. The patient has exited the study.